Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was received with seven bands still attached to it, some of them overlapped, the ligator housing teeth were found bent and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was noticed that the ligator housing was received with seven bands still attached to it, some of them overlapped, the ligator housing teeth were found bent and the handle has evidence that the trip wire was secured. The marks on the ligator housing teeth imply that the device might have been used with too much force. It is possible that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. This could have also made them get overlapped. It is possible that the technique used by the physician, the device handling or the placement of the device could affect the functionality of the handle, contributing to the bands failure to deploy. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
T was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands were adhered, and it could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
T was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands were adhered, and it could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.